Event description:
Customer reported on/off button difficult to actuate. (B) (4).

Manufacturer narrative:
Method: internal device memory reviewed. Results: could not verify customer disassembled AED prior to return. Conclusion: this report is being filed as it cannot be conclusively stated that recurrence would not result in adverse event.